Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a cavernous carotid fistula in the right intracranial internal carotid artery. The 3.50x16 mm graftmaster covered stent was advanced and deployment was attempted; however, the balloon would not inflate to deploy the stent. A 4.00x16 mm graftmaster covered stent was advanced and was deployed at 15 atmospheres, resolving the fistula. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided. The 4.00x16 mm graftmaster covered stent will be captured as a product experience. The stent was implanted with no issues. There is nothing in the information provided that meets any part of the definition for a complaint as stated in 21 cfr 820.3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the procedure was performed to treat a cavernous carotid fistula in the right intracranial internal carotid artery. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported inflation problem/ activation failure including expansion failures/failure to deploy; however, the reported difficult to advance/position appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.na

Event description:
Additional information received indicates that there was resistance with the anatomy during advancement and the balloon completely failed to inflate. No additional information was provided.